Event description:
Product analysis was completed on the suspect device. An interrogation (therapy disabled), system diagnostic (therapy enabled), and a comprehensive electrical evaluation (shows an ifi=no condition) were performed. The generator interrogation showed that a reboot occurred on 9/18/2024, which correlates to the surgery date. An eos=yes condition was also seen on the same date, with a vbat low volts value of 1.92v. The reboot and eos condition suggest that the generator was exposed to an electrocautery tool during implant, supplemented by burn marks seen on the generator case. Other than the noted events, there were no performance or other adverse conditions found with the generator.

Event description:
The suspect device has been received for product analysis. Product analysis has not been completed to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a battery replacement, the generator interrogated ok outside of the body and was able to be programmed, however once implanted, it was failing to communicate. Interrogation was attempted several times inside the body but was unsuccessful. Troubleshooting was performed of checking wand power, plugging the wand in to the tablet, resetting the wand, rotating the wand by 45 degrees, moving away from all sources of electromagnetic interference, and performing a tablet reset. After a tablet reset, interrogation was successful but two error messages were seen. Error code 14 was seen with the message "generator is currently disabled and not supplying stimulation" as well as "generator battery eos, generator not supplying stimulation, replace immediately." A backup generator was then implanted with no issues. It was confirmed that electrocautery was not used while the generator was in the sterile field and did not come into contact with electrocautery, however it was used prior to the generator entering the field. Internal generator data was received and reviewed. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.